Event description:
It was reported that the pump is not responding correctly when the ok button is pressed. The ok button is also sticking and does not have normal spring back.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time.